Manufacturer narrative:
Complaint no: (B)(4). Per the patient at-home guide, users are instructed to follow proper aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during last fill. The home patient (hp) wanted to end therapy. She stated she disconnected from the machine in last fill and reconnected. The hp stated when she disconnected from the machine some fluid came out of the patient line and she reconnected but did not open her transfer set. The hp would end therapy the normal way and the baxter technical service representative (tsr) instructed the hp to contact the peritoneal dialysis registered nurse (pdrn) about the disconnection/reconnection and the call completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.